Event description:
It was reported that at the implant, the left venous system could not be accessed due to occlusion. The lead was not used and was replaced with by a new lead in the right venous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.